Manufacturer narrative:
Device technical analysis: external visual inspection of the returned ipg was performed and found no anomalies, however, when the ipg was linked to a known good remote control all contact impedances were high and open. X-ray inspection revealed a fractured feethru ground wire on each side of the ipg in comparison to a known good device. An analysis of the ipg data log revealed that all impedances were high, and any low impedances were unable to be achieved due to the fractured ground feethru wires. Labeling review: a labeling review was performed and did not reveal any anomalies. Additionally, it states failure or malfunction of any of the device components or the battery, including but not limited to hardware malfunctions, loose connections, electrical shorts or open circuits may require explant or reimplantation. Motor problems such as paresis, weakness, incoordination, postural and gait disorders, tremor, dystonia or dyskinesias resulting from these problems are known risks with the use of deep brain stimulation. Investigation conclusion: based on all available information, engineers concluded that the reported event of high impedances on the ipg were confirmed. External visual inspection of the returned ipg was performed and found no anomalies, however, when the ipg was linked to a known good remote control all contact impedances were high and open. X-ray inspection revealed a fractured feed thru ground wire on each side of the ipg. An analysis of the ipg data log revealed that all impedances were high, and any low impedances were unable to be achieved due to the fractured ground feed thru wires. A labeling review was conducted. This review determined that electrical shorts or open circuits may require explant or reimplantation. As such, motor problems such as paresis, weakness, incoordination, postural and gait disorders, tremor, dystonia, or dyskinesia may result from these issues and are known risks with the use of deep brain stimulation. Therefore, based on all available information, engineers concluded that the high impedance measurements and loss of stimulation resulting in mobility issues, were caused by fractured ground feed thru wires on the ipg.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a limitation in mobility and was feeling more rigidity. The physician assessed there were high impedances present. The patient underwent a revision procedure where it was discovered that the implantable pulse generator (ipg) was the issue causing the high impedances and it was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Update to field h6 - evaluation conclusion codes. Update to field h11 - device analysis. Device technical analysis: external visual inspection of the returned ipg was performed and revealed fractured feedthru case wires. The use of a subpectoral implant technique imparts additional and frequent muscle tension forces onto an ipg against ribs which would otherwise not be experienced on a subcutaneously implanted ipg. Fractography analysis of the feedthru wire show indications of cyclic fatigue -repeated bending stresses that exceeded the local fatigue strength- resulting in the fractured wire. The fractured-broken feedthru case wires were the cause of the reported high impedance and the loss of stimulation experienced by the patient. Investigation conclusion: based on all available information, engineers concluded that the reported event of high impedance measurements and loss of stimulation resulting in mobility issues and an increase in rigidity was confirmed. The fractured-broken feedthru case wire was the cause of the reported complaint. The use of a subpectoral implant technique imparts additional and frequent muscle tension forces onto an ipg. These additional forces and applied frequency from a subpectoral implant had not been considered in the system nor module requirements, and therefore were not adequately evaluated. Therefore, based on all available information, engineers concluded the event was traced to device design.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a limitation in mobility and was feeling more rigidity. The physician assessed there were high impedances present. The patient underwent a revision procedure where it was discovered that the implantable pulse generator (ipg) was the issue causing the high impedances and it was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Device technical analysis: x-ray inspection of the returned ipg was performed and revealed fractured feedthru case wires. The use of a subpectoral implant technique imparts additional and frequent muscle tension forces onto an ipg against ribs which would otherwise not be experienced on a subcutaneously implanted ipg. Fractography analysis of the feedthru wire show indications of cyclic fatigue -repeated bending stresses that exceeded the local fatigue strength- resulting in the fractured wire. The fractured-broken feedthru case wires were the cause of the reported high impedance and the loss of stimulation experienced by the patient. A labeling review was performed and did not reveal any anomalies. Additionally, it states loss of adequate stimulation and device failure can occur at any time due to random component failure, loss of battery functionality, or dbs lead breakage stopping brain stimulation suddenly and can cause serious reactions to develop. If the stimulator stops working, patients should be instructed to turn off the stimulator and contact their healthcare provider immediately so that the system can be evaluated, and appropriate medical care can be given to manage the return of symptoms and are known risks with the use of deep brain stimulation. The instructions for use IFU also advises users to create a pocket for the ipg under the skin in a location that is in the chest. Investigation conclusion: based on all available information, engineers concluded that the reported event of high impedance measurements and loss of stimulation resulting in mobility issues and an increase in rigidity was confirmed. It was reported that the subpectoral (under the muscle) pocket was created to implant the ipg. The use of a subpectoral implant technique imparted additional and frequent muscle tension forces onto the ipg, which resulted in the fractured broken feedthru case wire. The damage to the feedthru case wire was the cause of the reported complaint. A labeling review was performed. This review revealed that the user is instructed to create a subcutaneous (under the skin) pocket and not a subpectoral (under the muscle) pocket. Therefore, the cause of the event was a failure to follow instructions.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a limitation in mobility and was feeling more rigidity. The physician assessed there were high impedances present. The patient underwent a revision procedure where it was discovered that the implantable pulse generator (ipg) was the issue causing the high impedances and it was replaced. The patient was doing well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a limitation in mobility and was feeling more rigidity. The physician assessed there were high impedances present. The patient underwent a revision procedure where it was discovered that the implantable pulse generator (ipg) was the issue causing the high impedances and it was replaced. The patient was doing well post-operatively.